Manufacturer narrative:
The insulin pump was received with a dented lcd window, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window or lcd glass was noted. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that there was a crack on the lcd window. The customer's blood glucose was not known. Nothing further reported.